Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen and the impedance alert was attributed to antibiotic use and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was notable optivol trends and past rare high impedance alerts on the device. It was confirmed there was loose set screw. The device was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of medical devices: dtba2d1 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined pacing and rv coil defibrillation impedance. It was noted the alarm had triggered in the past and it was stated to have been a result of antibiotic use. At this time, the rv lead remains in use. Additional information has been requested, however, is not available. No patient complications have been reported as a result of this event.